Event description:
It was reported that a malfunction alarm occurred on the pump after possibly falling on the floor. During troubleshooting with technical support, the malfunction alarm was cleared. There was no adverse impact to the customer's blood glucose level.